Event description:
It was reported that during dft testing, high impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the high impedance issue, which resulted from an open connection in the hv circuitry.